Event description:
The customer reported the sys generated system error messages. The sys generated the errors during boot up and the sys was not able to be used when the error was generated due to a boot-up lock up state. There is no report of death or serious injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The hard drive was evaluated and replaced. They sys software was reloaded. The sys was tested and found to be working as intended and returned to svc.